Event description:
It was reported that positioning difficulties occurred. The target lesion was located in the left external iliac artery. A 8 x 80 x 120 epic stent was advanced to treat the lesion. However, during deployment, the stent jumped and missed the lesion. The procedure was completed with a non-boston scientific device. There were no patient complications reported.